Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the removal of a common bile duct stone procedure performed on (B)(6) 2013. According to the complainant, the device was labeled as an extractor pro below but during the procedure, it was thought that the label was different from the packaged device. The balloon was labeled as an extractor pro below but according to the complainant, it was an extractor pro above. The account stopped using this device. The procedure was completed with another extractor balloon. There were no complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the packaging label stated extractor pro xl 12-15mm below. The catheter was inspected for cosmetic defects and none were found. The skive hole was inspected and it was confirmed that the skive hole was located above the balloon. The reported event of label incorrect/inadequate contents was confirmed as the product inside the packaging did not match the packaging label (the extractor pro xl above was found inside extractor pro xl below package). The most probable root cause of this complaint is manufacturing as the product failed to meet specification due to manufacturing process at a bsc manufacturing site. There is a corrective action open to address this issue. The device history record (DHR) review was performed and confirmed that this device met all material, assembly and performance specifications. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the removal of a common bile duct stone procedure performed on (B)(6) 2013. According to the complainant, the device was labeled as an extractor pro below but during the procedure, it was thought that the label was different from the packaged device. The balloon was labeled as an extractor pro below but according to the complainant, it was an extractor pro above. The account stopped using this device. The procedure was completed with another extractor balloon. There were no complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.